Event description:
It was reported during an appointment with the physician in 2008, lumps were felt by the physician. The physician could not determine what caused the lumps outside the pump. The patient reported that he had noticed in the last couple of months there were lumps outside the pump. The physician checked the lumps and concluded that he "could feel them, but could not see them." The physician ordered a sonogram. The patient reported pain at pump insertion site secondary to possible (illegible). Other symptoms included: cognitive, nausea, pruritis, somnolence, urinary retention, and constipation. An ultrasound of the pump was done (date unknown). At approximately 2 months later, the patient had a revision of the right anterolateral abdominal wall pump pocket.